Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window and a stained address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin had excessive scratches on display window and battery compartment was scratched. Insulin pump would be replaced. No further information provided.